Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer advised end user was tilted back and heard a 'pop'. Afterwards, the chair would not move on its own. It will move with assistance and stays in place at that position. MDR filed.